Manufacturer narrative:
The meter associated with the complaint was returned for investigation. Donor testing was performed with the returned meter and retained strips of the reported lot. Retained strips were tested because the customer's strips were not returned. Two out of 3 discrepant results observed in-house were determined to be caused by a weak slope change. This issue is related to the software on the meter and was addressed in CAPA-(B)(4). Although discrepant results were observed, the testing shows that the system is performing within expectations. The returned meter met functional and thermistor testing requirements during the investigation. A review of the entire in-house testing history for strip lot 367839a was conducted. In-house testing on the reported strip lot meets release criteria. Manufacturing batch record review revealed no non-conformances. The lot meets release specifications. The customer's reported 7.5 inr result was not found in the returned meter's memory. A statistical analysis performed on the impedance curve generated with the customer's result of 6.7 from (B)(6) 2015 determined that the curve exhibited a normal slope change. It was reported that the patient had factor v leiden, a history of sepsis and acute pancreatitis. These conditions may impact the performance of the assay. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Corrections: brand name: removed inratio pt/inr test strips (as the complaint device) and added the inratio2 pt monitoring system (monitor) model #: removed inratio pt/inr test strip and added the monitor model 200432. Lot#: removed inratio pt/inr test strip lot number and included serial number of monitor as above concomitant medical products: removed the monitor as a concomitant medical product and added the inratio pt/inr test strips the 510k#: removed the inratio pt/inr test strip 510k# k092987 and added k072727 to reflect the inratio2 pt monitoring system. Labeled for single use?: changed from "yes" to "no" since the monitor is not a single use device. Usage of device: changed from "unknown" to "reuse" since the monitor is not a single use device.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester alleging discrepant high inratio values. Patient's therapeutic range 2 - 3 (B)(6) 2015 inratio = 7.5 warfarin was held for 4 or 5 days. (B)(6) 2015 alt poc = 1.3; inratio = 6.7. Time between tests eight hours.